Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during in clinic follow up that the pacemaker incision site had a necrotic wound. The pocket was revised on (B)(6) 2023. Necrosis did not extend to the subcutaneous space where the pacemaker was positioned, so the affected tissue was removed and the pacemaker remained implanted. The patient was stable following operation.